Event description:
The patient was implanted with a left ventricular assist device. Approximately 3 weeks post-implant, the distributor reported that the patient had experienced power elevations and an echo revealed a potential inflow obstruction. It was also reported that a tee revealed what appeared to be tissue on the inflow conduit. The patient was administered IV heparin and a decision was made to exchange the pump. During the pump exchange, some normal tissue growth surrounding the inflow conduit was confirmed.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. The device was returned to the manufacturer for analysis and is currently in process. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.